Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc., (isi) for failure analysis investigation. Failure analysis investigation found the psm failed the in house brake weight drop test. The failure was directly related to the reported error message of 23022. Failure analysis confirmed the reported brake failure along axis 2. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if the malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance of a da vinci si surgical system by the intuitive surgical inc. Representative observed an 23022 error message indicating that a brake fault on the patient side manipulator occurred. Damaged connectors were also noted. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. There was no report of patient involvement or adverse outcomes.